Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery was not connected to the power module. Once it was connected, red battery symbols, yellow wrench, and an audible alarm tone were still active. A new battery was installed and the power module worked as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery fault alarms on the power module was unable to be confirmed. The 12v power module backup battery (serial number: (B)(6)) was not returned for analysis. It was reported that the battery was connected to the power module and battery fault alarms activated. The alarms cleared once the battery was exchanged. Additional information provided on 06mar2024 stated that the battery was retained by the hospital. The root cause of the reported event was unable to be conclusively determined through this investigation. The device receiving inspection documents for the 12v power module backup battery (serial number: (B)(6)) were reviewed and was found to pass inspection. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use (rev. B) section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.